Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15296. It was reported that the patient presented in the emergency room after receiving inappropriate shocks. Upon interrogation, noise was noted on the right ventricular lead with multiple non sustained events and securesense events. The noise was not reproducible with isometrics. Programming change was made. The lead was explanted and replaced. The implantable cardioverter-defibrillator was prophylactically explanted and replaced due to advisory. The patient was stable after the procedure.

Manufacturer narrative:
Corrected information: - date of explant should have been (B)(6) 2019 rather than (B)(6) 2019.

Manufacturer narrative:
A complete lead was returned in one piece measuring 64.7 cm. External insulation abrasion was noted at 15.5 ¿ 16.1 cm from the connector pin consistent with friction to the device can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.